Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 4 atms on inflation. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 100% stenotic lesion in the distal right coronary srtery (rca). All concomutant using products were unk. The procedure was successfully completed with another device. No pt injuries or complications were reproted. Pt status is reported as 'good'.